Event description:
A surgeon reported a laser burning too hot and in an incomplete circle during a procedure. The patient was reported to have incurred retina damage due to the event. Additional information has been requested.

Manufacturer narrative:
A company representative evaluated the alcon laser indirect ophthalmoscope, which is approved for use with the alcon laser system. It was determined that the indirect ophthalmoscope had been modified to allow connection to a synergetics laser system. The connector of the indirect laser ophthalmoscope had been removed and replaced with a non-alcon connector to enable this unapproved use. Patient (B)(4).